Event description:
Product has been on the market for 1 1/2 years and is supposed to last for at least two years after implantation. Rptr has implanted several of the tubes into the tympanic membranes of children and finds that they are lasting only a few weeks or months. The tubes are reportedly coming out by themselves. He is concerned that each time these tubes are implanted, the children have to be put to sleep. Since the tubes are coming out much sooner than expected, this procedure has to be repeated. Two dozen cases of early elimination of the tympanostomy tube have occurred. Co rep stated that no claims about the length of time that a tube will remain in place has been made by the MFR. She further stated that a chronically diseased ear will not hold the tube for any long length of time.